Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: precision spectra ipg kit, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 204795. Product family: infinion cx lead kit, 70cm, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5150226 / 5151678.

Event description:
It was reported that the patient was not getting any pain relief. The patient underwent an explant procedure and the explanted devices will not be returned.